Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2017, the patient presented with vomiting and abdominal pain and without headaches or change in mental status. They were found to have a small-bowel obstruction and was brought to the operating room to determine the cause of the bowel obstruction and to rule out shunt infection. The patient had a laparotomy where 2 pieces of the ventriculoperitoneal (vp) shunt tubing were exteriorized. One was dripping cerebrospinal fluid, and the other was with no evidence of any drainage. The doctor obtained a stat cerebrospinal gram stain and culture to evaluate for infection. The cerebrospinal fluid sent from the operation revealed no evidence of infection, with a negative gram stain and clean profile; however, on the morning of (B)(6) 2017, the cerebrospinal fluid from that surgery began growing staphylococcus. The patient's left parietal vp shunt was removed and replaced with a left parietal external ventricular drain. They also underwent IV antibiotic therapy after the PICC line was placed as well as required a platelet transfusion prior to the procedure.